Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced 4 events of seizures, hypoglycemia and hyperglycemia. Customer's blood glucose value was unknown. Customer reported that they had inability to get the insulin pump into auto mode. Customer stated that insulin was too strong on first day with set change and then it was fine. Customer stated that they experienced hypoglycemia often in the morning after changing the set. Customer stated that it was due to insulin now pump. The device will not be returned for analysis.